Event description:
The customer stated that she tested her glucose using her contour meter and received a reading of 116 mg/dl. She retested within 5 minutes and received a reading of 244 mg/dl. On one occasion, the customer received a glucose reading of 312 mg/dl. Her daughter gave her 40 units of humalog. Sometime later, the customer retested her glucose and received a reading of 44 mg/dl. It was not clear how much time elapsed between the 312 and 44 mg/dl readings. The customer was feeling ill when she received the low glucose reading. She was treated with glucose pills and give juice. She did not require outside medical attention. The customer was not able to troubleshoot the meter because she is legally blind and her daughter was not available to help her. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.